Event description:
During review of programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during surgery on (B)(6) 2007. A finial interrogation was performed but the patient's device settings were not corrected during the procedure. No patient adverse events were reported.